Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an anomaly with the atrial connector in the header. The device was not implanted.